Event description:
It was reported by the patient as a result of a legal claim that, 'on (B)(6) 2005, the patient underwent a total hip replacement surgery during which a contaminated stryker device was implanted into the patient by dr. (B)(6) " it is alleged that, "the patient contracted a 'coagulase negative (B)(6)."

Manufacturer narrative:
The following other knee devices were also listed in this report: unknown accolade stem. Unknown femoral head 36mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.